Event description:
It was reported that pump malfunction occurred, with customer later explaining that pump started and charged but had completely black display, unreadable screen, and non-functioning touch screen, while led indicator flashed when pump was plugged in. There was no reported impact to the customer¿s blood glucose level. Distributor awaited pump return for evaluation, and customer received replacement pump; no additional information was received regarding any further troubleshooting or outcomes.